Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event, treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2024. B5: upon follow-up, it was reported that the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the event was unknown. It was unknown if the patient was treated with antibiotics for the events. At the time of this report, the patient has recovered from the events and was discharged from the hospital. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.